Event description:
Caller reported a malfunction alarm with the tandem pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was provided with pump reset information by technical support and assisted in resetting the device, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further malfunctions occurred.